Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/24/2023. An investigation was conducted on 10/26/2023. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood were observed on the device. A small metal object was observed in the endoscope port of the cannula. The object was carefully removed from the port and was observed to be an endoscope light adapter. No defects were observed on the adapter or in the cannula port. A mechanical evaluation was conducted. A reference endoscope vh-1111 was able to be inserted into the cannula port with no physical or visual difficulties. An audible click was heard, indicating the endoscope was securely in place. Based on the returned condition of the device and evaluation results, the reported failure "mechanical problem; endoscope port" was not confirmed. The lot # 3000334314 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. J

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scope would not stay locked into place inside the vasoview hemopro 2 "cannula". The device never touched the patient. They retrieved another device from the shelf and successfully finished the case.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scope would not stay locked into place inside the vasoview hemopro 2. The device never touched the patient. They retrieved another device from the shelf and successfully finished the case.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: h6--investigation findings and investigation conclusions h10--problem identification corrected the device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood were observed on the device. A small metal object was observed in the endoscope port of the cannula. The object was carefully removed from the port and was observed to be an endoscope light adapter. No defects were observed on the adapter or in the cannula port. A mechanical evaluation was conducted. A reference endoscope vh-1111 was able to be inserted into the cannula port with no physical or visual difficulties. An audible click was heard, indicating the endoscope was securely in place. Based on the returned condition of the device and evaluation results, the reported failure "mechanical problem; endoscope port" was confirmed.

Event description:
N/a